Event description:
The ortho summit sample handling system instrument reportedly did not pipette sample and did not generate an error message.no death or serious injury was associated with this incident.the report corresponds to ortho clinical diagnostics inc (B)(4).

Manufacturer narrative:
The instrument has been investigated. The field service engineer (fse) inspected the instrument and found the plunger clamp and tip clamp force in position #10 failed. All others passed. The fse replaced tip clamp and plunger clamp for position #10. In addition, the fse found evidence that the collet assembly and sample collet was dirty. The fse cleaned the tip clamp collar and replaced the two-pole cable, tube lifter assembly, and lld spring in position #10. Fse performed splld checking procedure and tested summit with oas user software. The instrument was tested without problem and was returned to expected operation.